Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a no flow issue with a large volume infusor. The issue occurred while priming the set and was reportedly due to an air lock as the customer reported seeing a lot of air inside the tubing (exact amount unspecified). The issue occurred prior to use on a patient. There was no patient involvement. No additional information is available.